Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 19." Fa noted that the arm was tested on an in-house system, and it failed normal mode as it triggered a error 319. Fa visual inspection revealed the rolling loop assembly was damage. During the patient side cart fixture test platform (pftp) test, the usm failed fiber test on rolling loop. After a 'gold' rolling loop fiber was installed and usm was retested from the pftp, the usm passed and completed all pftp required test. The failure logs had recorded error(s) 319/1126/31226/307. Fa noted the root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer received an error 319 on the system's universal surgical manipulator (usm) 3. The system logs showed error 319 on the usm3. Prior to calling in, the customer rebooted the system and the error returned. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to move the usm3 out of the way, then hit 'disable' usm 3. The customer moved the usm arm and then the doctor stated that they need all four (4) usm arms to finish the case. The customer decided to convert to laparoscopic surgery. There was no reported patient harm, injury, or adverse outcome.